Manufacturer narrative:
Combination product: yes, the lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
Patient had a sinus node ablation. Device was checked before procedure and was operating normally. After procedure, rv lead impedance is greater than 3000 ohms, shock impedance greater than 150 ohms, there is noise and loss of sensing. Advised to disable device therapy at this time to avoid inappropriate therapy delivery. Should additional information become available, this file will be updated.